Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the l5 drg lead had migrated. No x-rays were taken. The patient underwent surgical intervention on (B)(6) 2018 where the lead and ipg were explanted. The physician was unable to reposition the lead hence it was explanted.